Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Reported tamper switched failed' during the device check in was confirmed. The tamper switch assembly was failed to respond during the keypad testing. The pcu was also failed to access the maintenance mode manually. The sio board was removed, visual inspection was performed on the tamper switch assembly. No anomalies' observed. The pushbutton was functioned properly. The continuity of the tamper switch, from the switch terminals to the end of cable were measured and found the red terminal was opened. The heat shrink tubing of the red wire was removed and found there is no solder. The red wire only hooked to the terminal. Conclusion: no solder on the red terminal of the switch is the main cause of report tamper switch failure during the device check in process. This is a supply workmanship issue. Rework: replaced tamper switch (assy sw tamper pcu) part number tc10004232. Disposition route to production for normal process. (B)(4).